Event description:
The pt experienced a shocking or jolting sensation at the lead location when the stimulation was turned on. There was no known incident or accident related to the complaint. The pt was at home, his status was 'undetermined'. He had an appointment to see his hcp within 3 days. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.